Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch. The impedance was undefined with no sensing and no capture. Device reprogramming was performed to single chamber rate responsive (vvir 60). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.